Event description:
It was reported that, during an ablation procedure to treat ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter, the patient¿s blood pressure dropped during the mapping phase and a cardiac tamponade occurred. The patient required a pericardiocentesis and extended hospitalization due to the adverse event. According to the physician, the issue could be attributed to the agilis sheath in left atrium after the transseptal puncture was performed. However, since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4) it was reported that, during an ablation procedure to treat ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter, the patient¿s blood pressure dropped during the mapping phase and a cardiac tamponade occurred. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).